Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that within the last month it seemed like the therapy wasn't as effective as it had been at helping them control their bladder incontinence. Patient spoke with the manufacturing representative (rep) a couple weeks ago and they changed the program. Patient thought it was on (B)(6) 2025. Patient was in the midst of a really bad bladder uti and they needed to switch to a different program that was going to help them with bladder incontinence. The uti started the following week after they changed programs with the rep. The uti had been the worst they have ever had. They couldn't even go outside the house. They had to wear a diaper and all that stuff. They were on a couple of different kinds of antibiotics. Walked caller through checking their settings. Helped patient change programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-15 additional information was received from a healthcare professional. They reported that the device/therapy did not contribute to the uti. The device was intended to treat urgency frequency. The patient did have utis prior to the implant and the current uti was unrelated to the underlying condition. The patient was evaluated at urgent care and then by their primary care provider and the uti was resolved.